Manufacturer narrative:
Block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. Microscope examination was performed on the bushing and it was noted under high magnification that there were no visual damaged. Dimensional examination was performed on the braided shaft to further analyze the deployment issue, and the lengths of various parts were within specification. A dimensional analysis was performed on the outside diameter of the bushing, and it was within specification. A dimensional analysis was also performed between the hooks of the bushing, and both side a and side b were within specification. The reported event was not confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the sigmoid colon during a post polypectomy procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the clip grasped and locked onto the tissue, but failed to separate from the catheter to deploy. Reportedly, the clip was tried to remove from the patient; however, the clip got separated inside of the working channel of the scope. Eventually, the clip was removed from the working channel, and the procedure was completed with a resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the sigmoid colon during a post polypectomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto the tissue, but failed to separate from the catheter to deploy. Reportedly, the clip was tried to remove from the patient; however, the clip got separated inside of the working channel of the scope. Eventually, the clip was removed from the working channel, and the procedure was completed with a resolution clip device. There were no patient complications reported as a result of this event.